Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6), 2015, l-p shunt implantation was conducted. Before implantation, fluid flow through the device was confirmed. After connecting the angle connector and the valve, the device was implanted to a patient with inph ((B)(6)male). The setting pressure was 140mmh2o. However, it was found that csf did not flow even after pumping. The surgeon removed the valve and did pumping again, but csf flow was not confirmed. When cutting the connector part, csf flow through the lumbar catheter was confirmed. The fluid flow through the valve was also confirmed. Since the dysfunction of the device was suspected, the same new device was implanted instead. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected, a cut was noted in the ventricular catheter, needle holes in the needle chamber were noted in the valve as well as the valve casing slightly turned in the silicone housing, this could be due to atypical force being used when pumping the valve. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were leak tested, the peritoneal catheter did not leak, the ventricular catheter leaked from the cut in the catheter. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code (B)(4) with lot ctgbjf, conformed to the specifications when released to stock in (B)(6) 2015. No root cause could be determined with the valve as the valve functions. The root cause of the cut in the ventricular catheter, is probably due to a sharp or pointed object coming into contact with the catheter, this however could not be determined. The root cause for the slight turn of the valve casing in the silicone housing could be due to atypical force when pumping the valve, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.